Event description:
It was reported that multiple minimum fill notifications occurred. Customer's blood glucose level ranged from 120-150 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.